Event description:
It was reported that device had unexpected longevity as it had reached rrt (recommended replacement time) in less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511212 lead, implanted: (B)(6)2012. (B)(4).